Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had declared safety mode during the implant procedure. The local sales representative mentioned that telemetry was unable to be established. Boston scientific technical services (ts) was contacted and stated that the crt-d cannot be taken out of safety mode after it has been declared. The local sales representative noted t hat fault codes had displayed during this time. A new device was successfully implanted with no adverse patient effects.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had exhibited telemetry issues during pocket closure. Telemetry was temporarily lost. Upon completion of pocket closure, a non-sterile wand was introduced and device interrogation revealed that the device was in safety mode. Therefore this product was explanted and a new device was successfully implanted with no adverse patient effects.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was received in safety mode. The device was programmed to off and minutes later a lead leakage in session, three oscillator mismatches, and one leakage on lead fault were recorded before the device reverted to safety mode. The device passed automated tests which verified pacing, sensing, defibrillation, and recording functions. The device was not in electrocautery mode at the time of the faults. No issue with wand or rf telemetry during analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.